Manufacturer narrative:
Lubna bakr, md, mrcs (eng, ed, glas, & I), frcs (cth), pgdip (med ed), saad bakr, bm bs (candidate), mandip chaubey, mbbs, kisanet medhanie, mb bchir (candidate), adam peryt, md, aman s. Coonar, bsc (hons), mbbs, md, mrcp, frcs (eng, frcs (cth), giuseppe aresu, md phd. "Comparative study of robotic-assisted and uniportal video-assisted thoracic surgery: insights from the introduction of versius cmr surgical robot¿propensity score¿matched analysis." Surgery xxx (2026) 110152. Https://doi.org/10.1016/j.surg.2026.110152 d10 concomitant products: unknown ligasur. Unknown ligasure instrument, (lot number: unknown) unknown ligasur, unknown ligasure instrument, (lot number: unknown) unknown endo cl, unknown endo clip applier, (lot number: unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature study performed between april 2023 until august 2024, a comparative study analyzed the outcomes of patients undergoing thoracic surgery via a robotic approach versus a standard uniportal video-assisted approach. The study encompassed a cohort of 124 patients who underwent robotic-assisted thoracic surgery, including 92 anatomical lung resections and 32 thymectomies. It was noted that in thymectomy procedures, a clip applier was used. There were two patient deaths reported but additional information was not reported.